Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged into the patient's right atrium. The lead then oversensed the patient's atrial fibrillation leading to eight inappropriate shocks. The patient was seen for a revision procedure. During the revision procedure, difficulty with the helix was encountered due to tissue contamination. The lead was explanted and returned. There were no adverse patient effects reported.